Event description:
The customer reported an ongoing issue of low ion selective electrode (ise) sodium results. On (B)(6) 2015, the customer had three separate incidents involving an unknown number of patient samples. Of the data provided for four patient samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial result from an aliquot prepared by the modular preanalytic (mpa) system was 142 mmol/l and was reported out. The primary sample tube was repeated on another cobas c501 analyzer and the result was 150 mmol/l which was believed to be correct. A corrected report was generated and the patient was not adversely affected. The sodium electrode lot number and expiration date were requested, but were not provided. The customer noticed salt buildup on the drain port and stated she would clean it. The field service representative found a problem with the cell rinsing. The cell rinse nozzle on back side squeegee was stuck in up position. He adjusted the nozzle and ran calibration, qc, and precision testing which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.